Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 59-year-old male developed severe cardiogenic shock (scai e) following CABG and experienced cardiac arrest. Veno-arterial ecls was initiated and maintained for 10 days. During this period, the patient developed acute kidney injury requiring crrt, as well as shock liver and ards. After 10 days of va-ECMO support, the clinical team decided to unload the left ventricle and facilitate ECMO weaning with impella 5.5 support. The impella 5.5 was implanted successfully. On day 3 of impella support, gastrointestinal bleeding occurred, and anticoagulation was reduced accordingly. After 8 days of support, the impella 5.5 was successfully weaned. No further information was available.

Manufacturer narrative:
Corrected information was provided in d1 (brand name). Corrected information was provided in d3 and g1 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was not determined due to insufficient clinical details.